Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when she woke up, the tubing disconnected from the quick release. The pump was not dropped and there was no pull on the tube. No further information available.